Manufacturer narrative:
This report is being filed to provide additional information. Additional investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Root cause: analysis of the rdf did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this collections. Review of the rdf did show, however, that multiple draw and/or return flow adjustments were made. It is possible,though not conclusive that this may have interrupted the steady state of the lrs chamber. Based on the available information, it is possible though not conclusive that this leukoreduction failure could be donor related.

Event description:
The customer would like the run data file investigated to determine a possible cause for theelevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection is not available for return because it was discarded by the customer.